Manufacturer narrative:
The device history record (DHR) was reviewed on 8/2/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 8/16/2018, mentor received additional information: the patient underwent bilateral removal and replacement with allergan smooth wall round silicone gel protheses 400cc on (B)(6) 2018. There were no complications and patient tolerated procedure well. Concomitant products: left mentor smooth round moderate plus profile 350cc saline prosthesis, catalog: 3502350, serial number: (B)(4) lot: 5904892. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/22/2018. Also on 8/22/2018, mentor received additional information: implantation date: (B)(6) 2009. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel prostheses on (B)(6) 2018; catalog # 3504001bc, s/ns (B)(4). Device evaluation summary completed on 9/6/2018: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leak on the anterior view caused by a rent that measures approximately 0.2 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Furthermore, at this point it is also not possible to determine the origin of the white material observed. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5904892 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a mentor smooth round moderate plus profile 350cc saline prosthesis experienced deflation on the right breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.